Event description:
Reporter alleged blood glucose measured 319 mg/dl back to back with a result of 32 mg/dl when performed within 10 mins of each other. It was stated customer's relative treated him with jelly, glucagon, and stopped the flow of the inuslin pump. No medical treatment was reportedly sought or rec'd. A request was made for the return of the suspect device and replacement product was sent.